Event description:
It was reported that 7 days after implantation of a 2.75x16mm taxus express2 drug eluting stent, thrombosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention stenosis of 80% was reported. It was not reported that the lesion was pre-dilated. A 2.75x16mm taxus express2 drug-eluting stent was deployed at 12 atm in the lad in the region of the lesion. The stent was post-dilated with a 3.0x8mm non-boston scientific balloon "resulting in a small non-flow limiting dissection." It was reported that "due to the severe fibrocalcific disease," no further dilation was done. The vessel was noted to be non-tortuous. A post-intervention residual stenosis of 10% with timi grade iii flow was reported. The patient received angiomax and nitroglycerin during the procedure. The patient "tolerated the procedure well." There were "no complications." The patient presented 7 days after the initial procedure with "substernal chest discomfort" and a 100% subacute thromobosis in the mid lad. The lesion was dilated (balloon type and size were not reported). After the dilation, "there was evidence of a linear area of filling defect which may have been consistent with distal dissection beyond the stent." This area was "covered with a 2.5x16mm taxus stent that overlapped with the original 2.75mm stent." The stent was post-dilated with a 3.0mm noncompliant balloon. A post-intervention residual stenosis was not reported. The patient received plavix prior to the procedure and heparin, reopro, and nitroglycerin during the procedure. The patient was continued on plavix, aspirin, lipitor, atenolol, fosamax, and norvasc after the procedure. The procedure was noted to be "successful." The patient was in "stable" condition post-procedure. No complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8709675 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance.